Event description:
It was reported by the customer that this event involved a male patient with a relevant medical history/diagnosis CABG (coronary artery bypass graft). Saline solution was being administered 3-4 ml/hr. The percutaneous sheath introducer (psi) was inserted via right internal jugular insertion site by the anesthetist in the operating room, along with a swan gantz in 2008. It was noticed that blood began backing up through the side arm and hemostasis valve; this continued as the patient was transferred into the cardiac surgical intensive care unit. As a result, it was determined a week later, the psi was no longer required and the catheter was pulled and retained. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.